Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales representative facility reported that while using site rite 8 with their 3cg sherlock unit, they placed a PICC that showed up on the chest x-ray contralateral to what the site rite 8 and sherlock was showing. No patient harm reported.